Manufacturer narrative:
(B)(4). Device passed self test. Pump received error during rewind due to corroded motor home switch. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error . Device tested outside the pump and received pump error at rewind. Device properly connected to the guardian link 3 and green test plug. No communication anomaly noted.

Event description:
Information received by medtronic indicated that the sensor was failed. Customer would like to continue troubleshooting. Customer reported that they did not receive a sensor updating not available alert. Customer reported that they did not receive a calibration not accepted alert. No harm requiring medical intervention was reported. The device will not be returned for analysis.